Event description:
Customer reported an issue with the o2 monitoring on the gas module iii. No patient injury was reported.

Manufacturer narrative:
Mindray service rep replaced the gas bench and verified operation.